Event description:
It was reported to philips that the device does not recognize the ECG cable. No patient involvement or harm, injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.